Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). The monitoring voltage was 2.56 /charge time (CT) 22.3 seconds. There is a concern that the battery depleted earlier than expected.